Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for evaluation. The sample consisted of one portion of the assembled peritoneal catheter, tenckhoff, and straight two cuff. A titanium adapter was also received with the catheter. The catheter received was cut below the cuff. A visual inspection of the tubing revealed a pinhole 7 inches below the titanium adapter. Functional testing (underwater test) was performed on the sample. Bubbles were found and the reported issue was confirmed. As per the instructions for use, exercise caution when using sharp instruments near the catheter. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A probable root cause can be due to the catheter coming into contact with a sharp object. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the patient, who suffered a kidney problem, received a peritoneal dialysis catheter in 2004. In the morning of (B)(6) 2014, the catheter was cracked and peritoneal dialysis failed. The patient was hospitalized and re-catheterization was conducted in the afternoon of (B)(6). The patient was involved with no injury. The patient is in stable condition.